Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware error and screen error alarm were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver display malfunction on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and a screen error alarm was observed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of a receiver display malfunction was confirmed. A root cause could not be determined.